Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. The customer's blood glucose (bg) level was 600(mg/dl) with high ketones. Reportedly, the customer administered a manual injection to address bg level and then went to the emergency room where IV fluids and manual injections were administered. Customer was released from ER with bg and ketone levels resolved. Reportedly the customer continued to use the pump for insulin therapy.